Event description:
It was reported that during a procedure, the right atrial (ra) lead was an attempted implant due to several repositioning, the helix screw had dislodged from the leads body. Subsequently, a different lead was implanted. There were no adverse patient effects reported. The ra lead is expected to return for analysis.

Event description:
It was reported that during a procedure, the right atrial (ra) lead was an attempted implant due to several repositioning, the helix screw had dislodged from the leads body. Subsequently, a different lead was implanted. There were no adverse patient effects reported. The ra lead was returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix mechanism was intact and was partially extended, no damage to the lead tip or helix was noted. Dried blood was noted around the helix which is normal for an active fixation lead following an implant attempt. A helix mechanism test was performed, and the helix was able to be fully extended and retracted. Testing was completed to assess lead electrical performance and inner insulation integrity. It was confirmed that the lead was electrically continuous and measurements throughout testing were within normal limits, indicating the leads inner insulation and conductors are intact. A stylet insertion test also passed without issue indicating no blockage in the lumen. Laboratory analysis did not reveal any lead integrity issues that would have caused the reported helix retraction difficulty.